Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to charge and displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada for evaluation due to reports of delayed or failed charging. The issue could not be replicated during testing. Review of the device data showed that the battery voltage had dropped below the minimum required level at the time of the event, indicating the device was operating with a low battery. The customer also reported switching between manual and semi modes during charging. When charging under manual mode with low battery condition, the device may take longer to reach the selected energy level. If the user then switches modes, the device may appear to charge faster because some energy may already remain from the previous charge attempt. There was no evidence of a device malfunction. The battery used during the event was not returned for testing, preventing further evaluation of its condition. When tested with properly charged batteries, the device performed normally and met all functional specifications. Based on the available information, the event is attributed to low battery condition and the device was functioning as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.